Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's ins has been turned off for a long time, it was inactive, it was in the wrong place, and it had been useless to them since implant. No symptoms or further complications were reported.